Event description:
It was reported that the impedance was not able to be measured on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that a software update was performed and the impedance could be measured again.